Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with normal operating currents no unexpected battery failed alarm during testing noted. No frozen display during testing. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the b button was not functional on the insulin pump. Customer was unable to deliver a bolus a result of the button anomaly. Customer also reported a frozen display occurring when they replaced the battery. The customer stated the insulin pump's screen was not completely blank. Customer's blood glucose was 178 mg/dl at the time of the call. The customer also reported a failed battery test alarm occurring on the insulin pump. It was also found the customer had a crack at the battery compartment on the insulin pump. Customer agreed to return the insulin pump for analysis.